Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Correction: the aware date in section g3 was corrected.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: (B)(4). Today, on two separate occasions/procedures the same part (black circular rubber band) of the port has dislodged and broken away (from the white part of the port) and ended up inside the patients cavity. Patient status: no patient injury reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown event description: (B)(4). Today, on two separate occasions/procedures the same part (black circular rubber band) of the port has dislodged and broken away (from the white part of the port) and ended up inside the patients cavity. Patient status: no patient injury reported.